Event description:
The account alleged that it was not possible to move the head section. No impact or injury reported.

Manufacturer narrative:
The tech found a hydraulic fluid leak from the hydraulic power unit and changed the hydraulic power unit to resolve the issue.